Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During the procedure there was extracardiac perforation and the physician elected to go with another lead.